Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pcu device displayed system error code 800.8000 in february 2020, august 2019, february 2019, and october 2018, even after re-flashing. The logic board was defective, and was replaced. There was no patient involvement.

Manufacturer narrative:
(Pic). Software failure: 800 8000 os failure. Review of the pump module error logs confirmed the software failure was present in the logs. Reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the pcu device displayed system error code 800.8000 in (B)(6) 2020, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2018, even after re-flashing. The logic board was defective, and was replaced. There was no patient involvement.